Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that physician was using bimanual irrigation and aspiration. The capsule broke as sac was unstable and an unplanned vitrectomy was performed. There was a delay in surgery (about 10min) due to the issue. The procedure was successfully completed with a backup. There was no patient injury. No further information was provided.